Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that on the second firing of the device on thick tissue the anvil bent and the device would not fit down the trocar. A second like device was used to complete the procedure with no patient consequences reported. Procedure: sleeve gastrectomy.

Manufacturer narrative:
Product complaint (B)(4). Batch # r5ay3h. Investigation summary: the analysis results found that one plee60a device was returned with the anvil bent upwards and with a gst60g cartridge reload loaded on the device. The reload was received fully fired. No functional test was performed due the condition. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.